Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR (B)(4) lot # 6746386 released (B)(6) 2011, (B)(4) technologies ¿ (B)(4) division manufactured the holding sleeve ¿ long for matrix, p/n (B)(4), and lot number 6746386 for po (B)(4). The supplier¿s certificate of compliance (dated (B)(6) 2011) indicates the parts were manufactured to p/n (B)(4), and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (b)(4, completed (B)(6) 2011. The original quantity of (B)(6) pieces was released to branch plant (B)(6) on (B)(6) 2011; (B)(6) pieces of this lot were repackaged for (B)(4) and released (B)(6) 2011, and the remaining (B)(6) pieces were repackaged for (B)(4), and released (B)(6) 2012. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacturing release dates include december 28, 2011 and march 20, 2012 subject device has been received; no conclusions could be drawn as the device is entering the complaint system. The original date of awareness was reported in error as april 3, 2015. Per associated device reports, the correct date of awareness for this event was april 13, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the investigation of the complained ¿retaining sleeve¿ shows that a part of the pitch from thread distal is lacerated. Further investigation of documentation for production and material shows conformity for the product manufactured. Afterwards, and without further details, it is unfortunately not possible to determine the exact cause of this occurrence. It is likely that a short mechanical overload caused this damage during screw insertion. These forces can be the result of, as for example, strong soft tissue push or excessive correction of the screw trajectory. These forces may overstress the material with subsequent failure of the tip of the retaining sleeve. Alternatively, the connection between retainer cartridge and bone screw could be accidentally partially detached by holding the green knob within screwing. Synthes provides, with the lockable retainer cartridge (03.616.043), an alternative instrument that can be held on the knob by screwing. As no product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the thread on tip of the device is defected. Screw attachment is not possible anymore. Failure was detected before surgery, therefore no patient involvement. This report is 1 of 1 for com-(B)(4).